Event description:
The customer reported that the reservoirs leaked and the insulin was leaking out the bottom of the reservoirs past the o-rings. The blood glucose reading at time of the call was 101mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.